Manufacturer narrative:
(B)(4).

Event description:
It was reported that: when attempting to insert a catheter, upon introducing the metal guidewire through the needle, the tip of the guide fractured and became embedded in the vein. The wire was removed in its entirety without the need for surgery but there was a tear in the vein wall, causing bleeding and the formation of a hematoma. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn# (B)(4). The complaint of guidewire and needle resistance - guidewire separated cannot be confirmed by the customer supplied video. The video revealed a kink in the distal end of the guidewire while advanced by the end user. This issue specifically has been confirmed under MDR numbers 3006425876-2023-00599 and 3006425876-2023-00589. However, the video does not provide clear visual evidence of a separated guidewire. A complete visual inspection could not be performed without a sample returned for analysis. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage. Warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: when attempting to insert a catheter, upon introducing the metal guidewire through the needle, the tip of the guide fractured and became embedded in the vein. The wire was removed in its entirety without the need for surgery but there was a tear in the vein wall, causing bleeding and the formation of a hematoma. The patient was reported as fine post the procedure.